Event description:
It was reported that the patient was scheduled for surgery due to high lead impedance. The device history report for the vns lead was reviewed and no non conformances were found. No patient trauma or device manipulation was reported. According to the physician the patient's vns output was lowered to 1.0 ma. The physician however declined to provide any additional information. The explanted products were discarded.

Event description:
New information was received which indicates that the vns generator and lead were replaced on (B)(6) 2013 due to battery depletion, prophylactic and lead discontinuity. The lead impedance of the new implant is ok.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.